Event description:
It was reported that the device was unable to be interrogated. It was noted that the device was ate end of life (eol) and that the patient was not complaint with follow-up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).